Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d4 (lot #, expiration date), d9 and h4. Corrected: d4 (primary UDI number). H3, h4, h6: physical device investigation. The product was returned to depuy synthes for evaluation. Visual inspection of the returned sample found that the spring was unattached in its correct position. With the spring unattached, the device functionality did not work as intended. Due to this condition the reported event can be confirmed, however jammed condition was not found. A functional test was performed, returning the spring to its correct position and was possible applying force; functionality of the device worked as intended again. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces like improper handling, excessive force during use, or accidental impact. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the nav drill guide body 2.8-3.2mm would have contributed to the complained device issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. -------------------------------------------------------- photo investigation: the product was not returned to depuy synthes; however, photos were provided for review. The video investigation revealed that '202000123, nav drill guide body 2.8-3.2mm has retaining cap jammed with the scale and not able to assemble. Based on the available evidence, a definitive root cause could not be determined. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the nav drill guide body 2.8-3.2mm would contribute to the complained device issue. Based on the investigation findings, a definitive root cause could not be determined and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: a review of the receiving inspection (ri) for nav drill guide body 2.8-3.2mm , was conducted identifying that lot number nn176052 was released in one batch. Batch1: lot qty of (B)(4) units were released on 8 sep 2021 with no discrepancies. Supplier : (B)(4). As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a j&j employee. H6: photo investigation: the video investigation revealed that '202000123, nav drill guide body 2.8-3.2mm has retaining cap jammed with the scale and not able to assemble. Based on the available evidence, a definitive root cause could not be determined. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the nav drill guide body 2.8-3.2mm would contribute to the complained device issue. Based on the investigation findings, a definitive root cause could not be determined and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be reassessed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure on (B)(6) 2024, it was not possible to assemble the drill guide knob per the instructions of the surgical technique. The knob won¿t turn further than 0. It seems that the ring/spring are somehow stuck within the knob. The issue was identified while mounting the instrument at the very beginning of the surgery. There was surgical impact as another instrument was used instead. There was no surgical delay. The procedure was successfully completed. There was no patient consequence. This report is for one (1) nav drill guide body 2.8-3.2mm. This is report 1 of 1 for complaint (B)(4).